Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for obsessive compulsive disorder. It was reported that following the patient's deep brain stimulation implant they were discharged on (B)(6) 2017 and re-admitted on (B)(6) 2017 due to an observation of brief visual hallucinations which resulted in the patient being hospitalized. The hallucinations were noted to be new to the patient and short lived/occurring for less than 12 hours. As an action taken the patient underwent a full medical screening, including neurological, neurosurgical, and neuropsychiatric tests. However, no other actions were taken/required as there were normal findings with the reported event settling spontaneously. It was noted that there was no evidence of any causal relationship to the device, with no further action required. The patient was discharged on (B)(6) 2017 at which point the issue was resolved, and follow-up with the hcp has been organized related to the event. The patient also noted no further hallucinations during their visit on (B)(6) 2017, with monitoring to continue per the study protocol. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Review of this MDR and/or additional information received shows the event was not related to the patient¿s device, therapy, or implant procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.